Event description:
As reported by the user facility: customer reports infusion of taxol total volume 114.5 ml over 1 hour. Column of air to 6 inches below pump, no air in line alarm. Pump did alarm infusion complete. No patient injury. MFR report #: 9610825-2014-00266.